Event description:
The facility reported a request to bring the pump up to specifications. It is unknown when this problem was identified. There was no pt injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
Evaluation summary: the reported condition of the request to bring the pump up to specifications was confirmed. Inspection of the device during product evaluation identified failure code 570 in the pump's event history file. This failure code was caused by the incorrect type of batteries installed on the pump. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-132.